Event description:
A non-cassette tubing was threaded through the i.v. Pump and delivered 200cc of the i.v. Fluids in three hours to a one day old infant. The machine accepted the tubing without warning or alarming. The infant suffered edema, wet lungs and increase in blood glucose levels. Presenting symptoms were treated promptlydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design, labeling - inadequate instructions for use. Conclusion: software/firmware contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.